Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The vessel morphology and sizing is unknown. The bifurcated stent graft was inserted up the right side of the pt. The device was successfully deployed 1cm below the lowest renal artery. The physician deployed a 26mm x 3.75cm aortic cuff in the proximal aortic neck. A 15mm x 11.5cm iliac leg extension graft was deployed on the left. It was reported that the proximal aortic cuff was deployed too low and occluded the left side of the stent graft; therefore, a fem-fem-bypass was performed. It was reported that there was no difficulty with the stent graft deployment and no problems with removing the delivery system. Further information from the facility is pending.